Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. No cosmetic damage was noted. The data analysis could not be performed and no history was available due to the insulin pump being received without a battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in nursing home. The cause of death was heart failure and diabetes. The caller stated that the event leading to the customer's death was on operation on the neck; the customer was weak. The caller stated that the customer was not in a good health for a long time. The caller did not know the customer's blood glucose at the time of passing. The caller stated that they assume the customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The insulin pump will be returned for analysis.